Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector pin on the desktop charger (dtc) was bent and that it didn¿t charge the ins recharger (insr). A replacement dtc was sent, no symptoms and no additional complications were reported for this event. On (B)(6) 2017 crts (con): additional information was received. The patient reported that they were unable to charge the ins because the insr would not connect. Insr charging resolved with dtc replacement. Additionally the patient reported not feeling stimulation, and was unable to recall the last time that stimulation was felt. The last successful recharge of the ins was approximately 2-3 weeks ago. No additional symptoms and no additional complications were reported for this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.